Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a real-time egm. Programming changes were made. The device remains implanted.